Manufacturer narrative:
The insulin pump was monitored for twenty four hours and no a39 alarm noted. No unexpected off no power alarm. The insulin pump passed displacement, operating currents, self test and off no power tests. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a39. Customer's blood glucose was 392 mg/dl. The customer was able to troubleshoot for high blood glucose by taking a manual injection. The customer stated that alarm did not occur during the rewind/prime sequence. Customer received off no power as well. Moving to troubleshoot for off no power. Customer's blood glucose was 392 mg/dl. The customer was advised to insert a new energizer aaa alkaline battery. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.